Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient use with cadd cleo infusion set, patient experienced elevated glucose level, patient change their infusion set when infusion set was removed there were no physical issues with the cannula nor site issues. Infusion set change resolved high blood glucose. There was patient involvement with no harm.